Manufacturer narrative:
Received one used am3127 smallbore ext set for inspection. An incomplete insertion was observed at the female luer to male luer bond at the end of the manifold. The set was leak tested per product specifications. There was leakage from the incomplete insertion. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 - concomitant product and health effect - impact code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received with regards to an 11-inch (28 cm) appx 1.1ml, smallbore ext set with 3-port nanoclave manifold, check valve, clave clear, luer lock, alleging that the device leaked during patient use. It was reported that leaking is occurring at the place of the spin collar and extension on the set. The medication used during the event was total parenteral nutrition (tpn). Sample photos were provided. No patient harm, and there was a delay in therapy.